Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor was broken. The customer¿s blood glucose was 77 mg/dl. The customer also reported that they removed the sensor and found it doesn't have a cannula. The sensor will not returned for analysis.